Event description:
All attempts for additional information from the reporter have been unsuccessful to date. Manufacturer follow up with the hospital revealed the generator was discarded.

Event description:
Reporter indicated via clinical notes dated (B)(6) 2012 received to the manufacturer on 12/06/2012 that the patient was hospitalized after having a prolonged 7-8 minute seizure, and the patient also developed aspiration pneumonia. The seizure recurred after many months of no seizures. The notes indicate the patient may have forgotten to take her medication and was also sleep-deprived. The patient has done well since being back on her medications. It is unknown if the vns is functioning, as a manufacturer battery estimate indicates likely end of service. The patient had vns generator replacement performed on (B)(6) 2012. Attempts for additional information and return of the explanted generator are in progress.

Manufacturer narrative:
(B)(4).